Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition as well as engagement tests and moved intuitively with full range of motion in all directions. The clip applier tips opened and closed properly. The green medium-large hemolok clip was installed on the instrument without issue. The instrument was fully functional and passed the clip test multiple times on the in-house system. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip kept falling off the medium-large clip applier instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the instrument passed engagement and retained the clip throughout engagement but could not apply the clip onto the vessel/tissue, that was less than 10 mm. The medium-large hem-o-lok clip fell into the patient as soon as the surgeon used the instrument, before clip application. The customer retrieved the clip during the same procedure and confirmed with a visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any hard materials or other instruments. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both the instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. A backup instrument of the same kind was used to continue the procedure.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. .